Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting the pump, and the caller successfully reset it without the malfunction code recurring. The customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.